Event description:
The facility reported a colleague infusion pump with the reported condition of missing the rubber on the v block. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 7:01:00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The assignable cause of reported condition is unknown. The rubber was re-attached to fix the reported condition. Additional information: a service history review revealed that the device is new and it does not have any previous service record. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if any additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary:the assignable cause was damaged friction pad.(B)(4).a device history review was performed with no exceptions found during manufacturing.